Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: b1, d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the customer report and determined the following cause: a significant tear on the insertion sheath as well as a defect at the head (distal end tip). Olympus will continue to monitor field performance for this device.

Event description:
As reported the ultrasonic probe exhibited a breakdown. It was out of order and did not work. The issue occurred during a diagnostic bronchial endoscopy with mini probe which caused twenty (20) to thirty (30) minutes delay while patient was under general anesthesia. The same device was used to complete the procedure. There were no reports of further patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
As reported the ultrasonic probe exhibited a breakdown. It was out of order and did not work. The issue occurred during a diagnostic bronchial endoscopy with mini probe which caused twenty (20) to thirty (30) minutes delay while patient was under general anesthesia. The same device was used to complete the procedure. There were no reports of further patient harm.